Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized for high blood glucose and uti infection on unknown date. Blood glucose reading was 600 mg/dl. It was unknown that customer using auto mode feature active at the time of event. Customer other blood glucose was 127 mg/dl. The insulin pump will not be returned for analysis.